Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. B02270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("chronic bloating"). In 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), tremor ("neurological conditions or problems type: tremors,"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), uterine pain ("uterine pain") and muscle spasms ("muscle spasms"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea, weight increased, abdominal distension, arthralgia, abdominal pain upper and uterine pain outcome was unknown and the tremor and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain upper, arthralgia, dysmenorrhoea, genital haemorrhage, migraine, muscle spasms, pelvic pain, tremor, uterine pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2013. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: b02270 manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. B02270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("chronic bloating"). In 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), tremor ("neurological conditions or problems type: tremors,"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), uterine pain ("uterine pain") and muscle spasms ("muscle spasms"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea, weight increased, abdominal distension, arthralgia, abdominal pain upper and uterine pain outcome was unknown and the tremor and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain upper, arthralgia, dysmenorrhoea, genital haemorrhage, migraine, muscle spasms, pelvic pain, tremor, uterine pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2013. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-feb-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Lot number added. Events added from pfs abnormal bleeding (general), migraines / headaches, neurological conditions or problems type: tremors, dysmenorrhea (cramping), pain, weight gain, chronic bloating, joint pain, stomach pain, uterine pain, muscle spasms. Lab data, medical history, reporter information, aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.